Event description:
Zoll lifecor customer support service reported several defibrillator related faults related to the pt's monitor after reviewing the pt's data. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had several defibrillator related faults. The cause of the monitor faults was due to defective c19, c20, c21, and c22 capacitors on the defibrillator board. These four capacitors, on the defibrillator board, are the high voltage aluminum electrolytic capacitors which store energy for pulse delivery. The root cause of the defective capacitors was not positively identified. The defibrillator board was replaced and the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.